Event description:
Additional information stated that the patient was experiencing spasticity before the revision. A catheter occlusion was originally believed to be the issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a volume discrepancy occurred in which the actual residual volume (arv) was greater than the expected residual volume (erv). As of (B)(6) 2012, they were aspirating the full 40 ml from the pump's reservoir. No alarms were indicated per the pump's log. A roller study revealed normal results. The health care provider (hcp) was unable to aspirate through the catheter access port (cap). It was later reported that the patient and their family stated the pump was ''not working.'' The hcp attempted a dye and rotor study; however, he was unable to aspirate the catheter. The patient went to the operating room on (B)(6) 2012 for a catheter replacement. At the time of the procedure, the hcp was able to aspirate the catheter without any problem. Another hcp suggested a pump replacement, and the pump was replaced. There was no patient injury and recovered without sequela. The pump was used to deliver lioresal.

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted: (B)(6) 2011 , explanted: unknown; catheter model # 8578, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown. Analysis of the pump revealed no anomaly found.